Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was available at the plant for evaluation. No defect was observed during visual inspection, clear passage, and pressure test at 8psi. The male luer of the syringe was directly connected to the set and the solution was flowing without leak. The sample was working within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link IV connector disconnected from an unknown syringe. This occurred during administration of radiopharmaceutical in the nuclear medicine department. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.